Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition adc failure. The customer reported the device was not in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The service technician replaced the data acquisition to motor controller cable to address the reported problem. The data acquisition board was also replaced as a precautionary measure.